Event description:
During service and repair, it was discovered that the motor device had "temperature above specification - unit under test (uut) reached 121.9 degrees fahrenheit(f)". The device was not used in surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During service and repair it was discovered that the device had a "temperature above specification- unit under test (uut) reached 121.9 degrees fahrenheit(f)". Therefore, the reported condition was confirmed. The cause of the event was undetermined. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).